Manufacturer narrative:
Three external insulation abrasions were noted at 11.1 to 11.3 cm, 10.9 to 11.5 cm, and 12.9 to 13.2cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 52.2 to 52.8 cm from the connect pin, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported the atrial and right ventricular leads were explanted and replaced due to noise. The left ventricular lead was also capped and replaced on (B)(6) 2017 to address high thresholds. An x-ray exam performed before the procedure indicated externalized conductors on the right ventricular lead. Lead fracture was also noted on the right ventricular lead. The patient condition following the procedure is stable.